Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was hospitalized for hyperglycemia. The patient's blood glucose result was in the "300 mg/dl range" in the morning. Later in the day, the patient became unconscious. The patient's husband drove her to the hospital. At the hospital, the patient's blood glucose was "over 1000 mg/dl" and she was treated with insulin via IV. The patient is still currently in the hospital. The infusion device was requested to be returned for product evaluation.